Manufacturer narrative:
The complaint product was returned for evaluation and found to meet specifications. The manufacturing investigation is not complete. Upon completion of the investigation of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
This is the first of two reports on the same patient involving two product lot numbers. Refer to medwatch 2648694-2011-00004 for a description of the second report. It was reported by the distributor on a return form that the solution in the contact lens vial gave the patient an eye infection. Additional information received on (B)(6) 2011, from the distributor indicates no further information is available. The distributor is unable to determine which store location returned the product for credit.